Event description:
Healthcare professional reported: "leak of access port lap band". Device has been explanted and replaced.

Manufacturer narrative:
Medwatch sent to FDA on 08/06/2015.

Manufacturer narrative:
UDI#: na. Taper I. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper I. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done.